Manufacturer narrative:
The customer has returned the device to our us facility on may 10, 2024. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a medical procedure on (B)(6) 2024, the tip of the cystoscope sheath broke inside of the patient however, the piece was removed and no injuries were reported. A small delay in the procedure was reported to be less than 15 minutes.

Manufacturer narrative:
Device evaluation: : a investigation was performed. The ceramic beak shows a fracture that could be caused by mechanical stress. In particular, pulling the inner shaft out of the outer shaft at an angle causes misalignment, which puts pressure on the ceramic and can cause fractures. Ceramics are a material with high hardness but also high brittleness. It is prone to microcracks, which can enlarge due to repeated mechanical stress or aging and eventually lead to fracture. The article was produced in 2021 and is therefore 3 years old. It can be assumed that the lifecycle of the article has been reached or exceeded. Aging could have contributed to the formation of microcracks. The breakage of the ceramic beak is most likely due to a combination of improper handling, material aging and the brittle material properties of ceramic. The described pulling out of the inner shaft at an oblique angle is a the most probable cause. Micro-cracks that could have developed over the life cycle of the article probably contributed to the breakage. This event is filed under internal complaint ID (B)(4).